Manufacturer narrative:
(B)(4).

Event description:
An incident was reported during central venous catheter placement performed by a specialist physician. Following successful puncture, a spring wire guide (swg) was advanced; however, the central venous catheter could not be advanced over the guidewire. Upon withdrawal, the guidewire was found to be bent (kinked). Good faith efforts were made to obtain additional information regarding the reported device issue and to determine whether any patient injury, harm, or adverse health consequences occurred. Three attempts were made to contact the user facility; however, no response or additional information was received.